Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation as it remains implanted. It is unknown if pt factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The info for use for this device state: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported an arm of a recovery filter perforated the aorta. It was reported that 7-10 mm of the arm (approx. 1/2 of the arm's length) was inside the aorta. There was no extravasation noted and the pt is asymptomatic. The filter was implanted 14 months previously. It was reported that the filter was tilted on initial implant and a pigtail catheter was used to straighten it. The filter has been left in the pt. The facility is currently planning to leave the filter in the pt.